Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump and attempted to guide them through reattaching the cartridge. Initial attempts to load the cartridge were unsuccessful, but with the assistance of technical support, the customer was able to fill and load a new cartridge successfully, allowing them to resume insulin delivery.